Event description:
Customer reports vague over-infusion events that have been reported by the nurses, however there are no details. The only specifics known from one event is apparently 1000ml vtbi was programmed, however 1300ml was infused. The pump was sent to biomed and it passed a rate accuracy test. The customer would like a log review to determine if these events are determined to be user issue.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Manufacturer narrative:
The customer¿s report of a patient receiving a lesser amount of medication than intended during infusion could not be confirmed. Physical inspection of the device noted an impact dent on the bottom right rear corner of the rear case. The latch assembly contained fluid ingress, obstructing the moving parts on the latch. Dried fluid ingress was observed inside the ail. No other issues or anomalies were noted. Analysis of the pcu event shows that on (B)(6) 2015 at 9:21am pump module s/n (B)(4) was programmed to infuse rituximab at a rate of 250ml/hr with a vtbi of 1000ml on the day of the reported event. The pump module infused for 2 hours and 26 minutes before the rate was changed. At 11:47 am, the infusion rate was changed to 300ml/hr. All other parameters were unchanged. The pump module continued to infuse at the new infusion rate for 1 hour and 4 minutes. At 12:51pm, the rate and vtbi were updated. The new rate was 400ml/hr and the vtbi was set to 300ml. Air in line alarms were recorded seconds later after the infusion started and at proximately 1:09pm. Eventually, both alarms were cleared and the pump was restarted. At 1:37pm, the infusion completed and was idle at kvo. The total primary volume infused was 1227ml. The pump module was programmed with an additional vtbi of 100ml and all other parameters remained unchanged. A ¿battery discharge¿ alarm was experienced at 1:49 pm. At 1:50pm, the user pressed the system off soft key and powered the system off. During this infusion period, 75ml was infused bringing the total primary volume infused at 1303ml. Rate accuracy was performed and the device was infusing within specification. The root cause was not identified.